Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 19-jul-2019 from a healthcare professional (hcp) who reported that the patient had a pain pump replacement on (B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
The pump was returned, and analysis found no significant anomaly. All previously reported method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Interrogation of the pump revealed that the pump was used to deliver morphine 10.0 mg/ml at 5.496 mg/day and bupivacaine 10.0 mg/ml at 5.496 mg/day. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine and an anesthetic for numbing (drug name unknown by the reporter) via an implanted pump. The indication for pump use was failed back surgery syndrome and non-malignant pain. On 24-jun-2019 it was reported that the patient was in the hospital in the beginning of (B)(6) 2019 for pneumonia. He had his pump permanently shut off (probably the 2nd week of (B)(6) 2019) because he was having problems with his pump. He was having return of pain because the pump was not helping his pain. On (B)(6) 2019 the pump began critically alarming after the hcp said the pump had been shut off. Per the reporter, the hcp left the drug in the pump after shutting it off and the reporter was worried that the patient was double dosing and wanted to know what to do next. No further complications have been reported as a result of this event. Additional information was received from the healthcare provider (hcp). The hcp reported the patient was seen in the office on (B)(6) 2019 for a missed refill and increased pain. It was reported the reservoir was empty at this time. The physician was concerned about potential damage to the pump due to the missed fill but decided to fill it anyway and program the pump. The patient's pain did not improve despite refilling the pump on (B)(6) 2019. On (B)(6) 2019 it was reported that the hcp had been notified by the patient and the patient told them their pump had been alarming for the past 2.5 weeks. The patient was coming into the office that day, (B)(6) 2019, to have the pump shut off. The alarm had been heard but had not been confirmed by telemetry. The hcp stated they will wait to see the patient and check the pump status and call technical services back as needed. No symptoms were reported at this time. It was reported the device had been delivering 10 mg/ml if morphine and bupivacaine at 5.496 mg/day.